Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, the valve was unable to be loaded into the delivery catheter system (dcs), and the capsule of the dcs was observed to be "kinked". Subsequently, a new valve, new dcs, and new compression loading system (cls) were used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that clarified the capsule was buckled.

Manufacturer narrative:
Continuation of d10:  product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012460572); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, the valve was unable to be loaded into the delivery catheter system (dcs), and the capsule of the dcs was observed to be "kinked". Subsequently, a new valve, new dc s, and new compression loading system (cls) were used to complete the procedure. No patient complications were reported as a result of this event.